Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34fc4, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. H3: analysis of the returned lead (l/n: va34fc4) revealed that electrodes 0 and 1 were pulled out/off the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) on 2025-sep-16. The rep reported that the patient was implanted for urinary incontinence, fecal incontinence, and urinary frequency.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was complaining of sacral pain and impedances showed high on electrode 0 and 1 prior to the procedure. Upon removal of the lead, it came out in one piece, however, upon further review electrode 0 and 1 were explanted from the body and a clean break of the lead occurred after electrode 2. The cause was not known.